Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Device analysis revealed no issues or kinks and the device appeared to be in good conditions. The telescope assembly was able to properly pull back, advance, or retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as:2134265-2016-07688 and 2134265-2016-07687. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During the procedure, the opticross imaging catheter became unable to perform automatic pullback. Subsequently, a kinked was noticed at the proximal side of the opticross imaging catheter. The procedure was completed with another of the same opticross imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as:2134265-2016-07688 and 2134265-2016-07687. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, the opticross¿ imaging catheter became unable to perform automatic pullback. Subsequently, a kinked was noticed at the proximal side of the opticross¿ imaging catheter. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.